Event description:
It was reported that the ilet generated alert 38 indicating a motor stall, after which the agent determined a replacement was needed and advised the device was no longer water resistant and that the patient should have backup therapy in place; this reflects a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified during assessment, and the event was characterized as a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.